Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose level of over 1000 mg/dl. The customer was treated with antibiotics for infection and insulin by injection. The customer also stated that they received a no delivery alarm while trying to bolus. Customer completed troubleshooting for the no delivery alarm. The customer attempted to prime but failed; the customer pushed insulin through the tubing via plunger push but experienced greater than normal resistance in doing so. Customer was advised to change the reservoir and infusion set. The reservoir will not be returned for analysis.